Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05387.

Event description:
It was reported that during a hip revision procedure, the screwdriver fractured leaving a piece in the screw located in the proximal body that could not be removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with product received. Visual inspection confirmed the tip of the hex to have fractured from the device. The fractured portion was not returned. Wear rings were observed around the shaft and discoloration spot on the handle. The average hardness was measured at rc 57.3, which meets the stated print tolerance of a minimum of rc 53.0. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.